Event description:
Involved party was setting up lines in anticipation of patient arrival. Set up medications and then put pumps on delay while waiting for patient arrival. Shortly before patient arrival, involved party noticed that milrinone bag was almost empty. Fluid had been running through tubing despite channel being in delay. Could have resulted in large overdose to patient. Channel and tubing taken from room and given to reporter. Alaris channel # is 773794. Pump and tubing can be found in reporter's office for morning huddle. Internal rl# (B)(4).